Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter bent during insertion. Another kit was used. Clinical consequences: none." Additional information received on (B)(6) 2026, indicated that "the needle bent during insertion."